Event description:
Siemens healthineers clinitest covid-19 rapid self test had a manufacturing defect in the tips for the buffer extraction tubes. There was a thick solid layer of plastic across the nozzle, blocking it. I had to drill it out with a sewing needle to make it work properly.